Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with an unknown saline mentor breast implant on the breast and experienced deflation on the left breast implant after implantation. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 05/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.2 cm was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites than the rent. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).